Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they are having surgery to have their device removed. They did not clarify what the ins hadn¿t really worked for them. No further complications were reported.

Event description:
A patient reported that their implantable neurostimulator (ins) has not really worked for her and wanted to know if it could be removed. The patient also wanted to be able to get mris. It was reviewed that it was a medical decision. It was designed with the expectation that it may be removed every couple of years, and the doctor will have to determine if it is safe. The patient was redirected to their healthcare provider. No patient symptoms were reported. No further complications were reported/anticipated. The indication for implant was other chronic/intract pain (trunk/limbs).